Manufacturer narrative:
The removed blower motor assembly was returned to the failure investigation lab (fi). A visual inspection revealed no obvious dust or debris on unit, no signs of mechanical damage of physical mishandling, no obvious indications of electrical overstress or overheating and no signs of wear on connector or cabling. The blower spins freely. The fi technician installed the blower motor assembly into a fi ventilator to duplicate the reported issue. The blower motor assembly was tested, and the customer complaint cannot be verified. Returned blower passes all testing. No issues related to blower temperature were found.

Manufacturer narrative:
G4:(B)(6) 2021. B4:(B)(6) 2021. The device was reported to be in clinical use at the time of the event per the safety question response at the time of the call. Multiple good faith efforts were made to obtain information regarding the context of use of the device when the failure occurred, and if there was patient involvement or medical intervention required. No response was received from the customer and additional information was not provided. There was no report of patient or user harm. Multiple good faith efforts were made to obtain information regarding device evaluation, repair, and operational status with no response from the reporter and therefore cannot be determined. It is unknown if any parts or repair has been conducted. If additional information is later obtained, the complaint will be reopened. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 22feb2021.

Event description:
It was reported to philips that the device displayed a diagnostic code blower temperature high. The device was not in clinical use at the time of the event. There was no report of patient impact or harm. The device was evaluated by the customer (biomed) with assistance from a philips remote service engineer (rse). The biomed confirmed the diagnostic in the significant event log, and stated that the air inlet filter is clean and the cooling fan is running. The rse advised the biomed that the recommended part for repair would be the v60 blower assembly.